Event description:
Device report from synthes europe reports an event in (B)(6) as follows it was reported that during routine implant removal, a screw breakage of the c-screw was found. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this is a (B)(4) study, information received during monitoring visit. This report is for unknown screw/unknown lot number. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.